Event description:
Information was received from a patient regarding an implantable neurostimulator.  The reason for call was patient reported they are not able to charge the implant for the past two days and the implant is not depleting. Patient stated they can tell when the therapy is working because her legs hurt so bad. Patient stated the ins is not depleting and she haven't charge the ins in two days. Patient mentioned she is not sure if the therapy has been on all weekend and but they never turn the therapy off. Agent asked patient to connect with the recharger and patient said the implant is recharging and showing 100% and therapy is on. Patient service confirmed patient did not have a fall or trauma over the weekend. Agent asked patient to check her therapy setting and patient said her base and intensity are at 0.7v. Agent reviewed information and patient increase the base and intensity level. Agent recommend monitoring the implant battery level and symptoms. Agent reviewed if patient does not get relief to consult with hcp ofc for next step. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating they had been trying to recharge their device but the recharger or something was not working because it said something was at 100% when it can't be. Pt said the have been trying for the past 4 days. During call pt attempted to recharge the ins and got recharging excellent. Pts ins was at 100% and wireless recharger was at 85%. Pt mentioned they were sore all over and their legs were completely numb that it hurt. Pt then went into the therapy application and therapy was on. Pt was on group b which they have been on since january. Pt increased their prime and base programming to 1.3 and felt a lot better. Additional information was received from patient who reported they don't know the cause/contributing factors of the pain, not being able to charge and the implant not depleting. They reported the recharger finally responded and they were able to increase their settings with the communicator and the issue is now resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.